Event description:
It was reported that during setup for use, while the endo technician was attempting to put a balloon onto the bronchofibervideoscope, the tiny plastic tip on the end of the scope broke off. The intended procedure was completed with an olympus backup device. The issue occurred before the patient was under sedation. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned, and the legal manufacturer's final investigation was performed. The reported issue of the broken tip was confirmed. Based on the results of the investigation, the probable cause of this complaint was due to cause traced to component failure, since it is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.